Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while stapling the stomach, multiple devices partially fired. There was difficulty loading the reload into the adaptor and there was also a yellow caution reload error on the handle. The surgeon had to fire a new reloads more medial to the staple line to staple over stomach tissue with no existing staples/reinforcement. It was also reported that the manual handle cracked. The patient experienced an unanticipated tissue loss as a result of the event. A new handle and reload were used to fix the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was partially fired. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause was not traced to the device. The cause of the partial firing was determined to be caused by the signia handle detecting the device reached excessive load during firing. It was also reported that the device was difficult to load, and the screen displayed a yellow swimlane aligned with the reload symbol. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.